Event description:
It was reported that the tvt procedure was completed uneventfully. Postoperatively, the pt had difficulty voiding. The surgeon reports that a urethral erosion with obstruction had occurred. The surgeon pulled down the tape and the urethra via the urethral incision. One week to ten days postoperatively the pt was completing self catheterization. Upon discontinuing the catheterization the pt experienced difficulty voiding. The surgeon decided to cut the tvt tape and the pt remains incontinent.